Event description:
Same case as MFR report# 6000118-2006-00090. Determined to be reportable based on analysis completed 16 march 2007. It was reported that during a pci procedure, the 1.25 mm burr became lodged in the lesion. The lesion being treated was located in the very calcified mid left anterior descending (lad) coronary artery. The burr became jammed in the lesion and the console stalled. While attempting to remove the burr, the physician had to forcefully pull the burr from the artery, resulting in the shaft breaking. The burr and guidewire were removed as one without incident. The patient remained reasonably stable during removal. The procedure was not completed due to the fact that another burr was not available. Pt status was listed as "okay."

Manufacturer narrative:
The returned guide wire was received in two fragments. The entire spring tip was missing and kinks were also noted. Visual inspection revealed that a portion of the distal tip section had detached from the rest of the guide wire (spring tip, weld ball, and proximal solder joint). Further examination of the distal site and tip, revealed that the guide wire presents a fracture of the core wire. Also, bends/kins are present at 3.5 cm, 28.5 cm, 129 cm, and 170 cm from the proximal end of the fracture. The guide wire was measured and found to meet specification. The proximal fracture segment of the distal section of the guide wire was sent to the sem lab for analysis. Examination of the core wire and fracture surface revealed severe corrosion. Due to the severe corrosion, we are unable to determine a specific mode of fracture. Potential root cause for the corrosion could not be determined. The incident device reveals no material defects and/or dimensional anomalies that may have caused or contributed to the reported incident. A review of the device history records confirmed that the lot met all specifications relevant to the complaint upon lot release.